Event description:
The facility's biomed tech reported an infusion pump with an 803:20 failure code that was found during biomed testing. The biomed tech stated that there have been no reports of any pt incident involving this pump since the last baxter service event.